Event description:
The facility reports the resident was being lifted when the sling broke. The stitching had unraveled and the strap came unhooked. The resident fell to the floor and suffered a skin tear to the arm and a fractured left hip.